Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 silicone foley catheters with no physical defects present. Inflated balloon with 10ml with returned syringe and inflated properly with no difficulties. However, asymmetrical balloon with concentricity of 100:0 was found therefore additional complaint was opened. Deflated balloon with returned syringe and no solution deflated within 5 minutes. Attempted inflation and deflation with in house syringe and 7ml withdrew upon deflation under 5 minutes. Replaced valve with in house valve. Attempted inflation and deflation with both in house and return syringe and it was not successful with both sryinges. Dissected balloon and found that the inflation notch was partially perforated and a 0.020" pin gauge fit thru. Therefore, the notch size does not meet specifications according to drawing file which states the notch should at minimum be 0.025". Also received 5 photo samples. First photo sample shows side of inflation cap. Second photo sample shows top view of tray package. Third photo sample shows top view of overall catheter with partially filled syringe. Fourth photo sample shows end of catheter with deflated balloon. Fifth photo sample shows side profile with inflation cap and tamper evident seal. Based on the physical sample received the reported event is confirmed and does not meet specifications which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Labelling review is not required as labelling would not have prevented the reported event. DHR review did not show any problems or conditions that would have contributed to the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, sterile water was injected to the foley catheter but could not be removed. Per investigator's notification received on 26nov2024, it was reported that asymmetrical balloon was found during sample evaluation.

Event description:
It was reported that during the pre-test, sterile water was injected to the foley catheter but could not be removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.